Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker explanted and replaced due to unspecified issue. Patient status was not reported.